Manufacturer narrative:
(B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the led lights on the left side of the companion hospital cart lcd monitor illuminate in orange instead of green. This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the led lights on the left side of the companion hospital cart lcd monitor illuminated in orange instead of green. The companion hospital cart was returned to syncardia for evaluation. Visual inspection of the external and internal components of the hospital cart revealed no anomalies. The companion hospital cart lcd monitor led lights being the incorrect color was reproduced. The root cause of the customer-reported issue was a malfunction of the power printed circuit board (pcb). The power pcb was replaced and the companion hospital cart passed all final performance testing before being released to finished goods. This failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.